Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
A report was retrieved from health (B)(6) medical device incidents database regarding issues involving, death, hematoma, hemorrhage/bleeding, encephalocele, insufficient information, device not returned, no findings available, cause not established. Death was not contributed to the bd device.

Manufacturer narrative:
The root cause for the reported issue of 'pump issue' was not determined . The reported issue that there was 'pump issue' could not be confirmed. No further investigation of this event is possible at this time and patient harm was reported

Event description:
A report was retrieved from health (B)(6) medical device incidents database regarding issues involving, death, hematoma, hemorrhage/bleeding, encephalocele, insufficient information, device not returned, no findings available, cause not established. Death was not contributed to the bd device.